Manufacturer narrative:
Two 139104ext were received in opened unoriginal packaging, the reported catalog number was verified, the lot number was not verified. Visual inspection found that the shrink tube had begun to come away from the grey hub and expose the proximal end of the electrode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 7 complaints regarding (B)(4) for this device family and failure mode. During the same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, (B)(4). Per the instructions for use, the user is advised the following; to visually examine the devices for obvious physical damage including cracked, broken or otherwise distorted plastic parts and damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is full and securely seated in the handpiece before use. Activation time should be as short as possible. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The mckesson representative reported that the 139104ext, electrode caused a "near miss". There was no patient injury. Additional information has been requested but to date has not been provided. This report is being raised based on device malfunction with potential for injury upon reoccurrence.